Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose with 50 mg/dl. The customer¿s blood glucose was over 380 mg/dl at time of incident. The customer was treated with bolus via pump for high blood glucose. The customer performed high pressure test and was passed. It was reported that the customer declined troubleshooting. Customer was using auto mode during high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.